Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 7f sheath hole prior to an ablation interventional procedure. Reportedly, despite flushing prior to use, no blood flow from the marker lumen occurred. The use of prostyle devices and the pre-close technique was abandoned. The sheath was upsized to a 12f and the ablation procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.